Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.